Manufacturer narrative:
Correction on initial report, delete pri tubing. The customer¿s report of leaking tubing was confirmed. Visual inspection of the extension set and concomitant valve showed no anomalies. Functional testing resulted in no leaking. Pressure testing confirmed a small leak at the connection between the female luer and smartsite component. After tightening the engagement, no leaks were observed. The root cause of the customer¿s report was identified as a loose connection between the female luer and smartsite component.

Manufacturer narrative:
Additional information: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of cefepime was noted to be leaking while connected to a patient's central line. There was no patient harm.